Event description:
The customer reported that the system image quality was degraded to the point where the system was unusable. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep evaluated the system and could not reproduce the reported problem. The system operates as intended.